Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated over the last month, the up, down and okay buttons have been intermittently unresponsive. The reporter further stated additional pressure and manipulation of the rubber covering the keypad has been required to make the listed buttons function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the keypad buttons were responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display screens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.